Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Unknown event/ reaction experienced following 2-0 suture captured in mw 2210968-2020-00715 and 4-0 suture captured in mw 2210968-2020-00716.

Event description:
It was reported by an attorney that the patient underwent revision of reconstructed breast and revision of abdominal wound on (B)(6) 2017 during which ¿it was closed in multiple layers using 2-0 deep dermal sutures, 4-0 subcuticular sutures.¿ it was reported the patient experienced an undisclosed adverse event. No additional information was provided.